Event description:
A falsely elevated ctni result of 1.10 ng/ml was obtained on a pt sample. This result was reported to the physician. The physician questioned the result and requested an order for another draw. A result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument and sample data indicated a sample integrity issue.